Manufacturer narrative:
The physician deployed a 5f mynxgrip vascular closure device (vcd) and it appeared to deploy properly but the sealant did not take. There was no reported patient injury. The deployer was mynx certified. This was a cerebral angiogram procedure. Only a sheath and wire/catheter exchange were used. A non-cordis sheath was used in the procedure. The puncture site was a femoral arterial vessel. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The client was not sure if there was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The sealant was deployed to the proper location. Initially, everything seems fine until the inner part was removed and some of the plug came out with the device. There were no anticoagulants, antiplatelets or any thrombolytics used. The act during the procedure was 1.0. The patient¿s inr was 1.5. Hemostasis was achieved by manual compression with 30 minutes duration. The patient¿s hospitalization was extended as a result of the event to increase bedrest for the patient. The product was not returned for analysis. A product history record (phr) review of lot f1914204 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be conclusively determined. Procedural and handling factors, such as an incomplete engagement of the advancer tube, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician deployed the 5f mynxgrip vascular closure device (vcd) and it appeared to deploy properly but the seal did not take. This resulted in a manual pressure hold and an extended bed rest time for the patient. There was no reported patient injury. Deployer¿s mynx training status was mynx certified. The patient has no relevant medical history. Patient¿s relevant test was cerebral angiogram. There¿s no other device associated with procedure just sheath and wire/catheter exchange. There was no concomitant medical products & therapy dates. Non-cordis sheath was used in the procedure. Femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The puncture femoral site was arterial vessel. The client was not sure if there was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The sealant was deployed to the proper location. Initially, everything seems fine until the inner part was removed and some of the plug came out with the device. There were no anticoagulants, antiplatelets or any thrombolytics used. The act during the procedure was 1.0. The patient¿s inr was 1.5. Hemostasis was achieved by manual compression with 30 minutes duration. The patient¿s hospitalization was extended as a result of the event to increase bedrest for the patient. The patient recovered. The device will not be returned for evaluation.